Manufacturer narrative:
Device passed self-test, a21 error test. No unexpected a21 alarm or reset time or date anomaly after change battery noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose was 315 mg/dl. The customer stated that they were able to clear the alarm. Customer was able to complete rewind. The troubleshooting was performed and customer also stated that they received two different unexpected restart alarm on alarm history after battery change. The customer was experienced high and low blood glucose. The customer was treated with manual bolus. The customer was declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.